Event description:
A patient death was reported. The patient had been discharged after surgery and "began having some sort of issue." No further details were provided. The patient was noted to have been taken to the e.r. By his wife, and he was later discharged. No timeline was provided for the series of events that led to the patient death, and no cause of death was provided. It was later reported that the patient had undergone a replacement of his intrathecal morphine pump and catheter on (B)(6) 2013. The patient was sedated and responsive. The assessment noted the patient as stable. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received. Please see manufacturer's report #'s 3007566237-2013-00575 (pump and catheter replaced), 3004209178-2013-03018 (patient was oversedated and overdosed), and 3004209178-2013-03029 (patient overdosed and hospitalized).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4). Denotes "he began having some sort of issue."